Event description:
It was reported that the system 7 aseptic housing disassembled after the sterilization process at user facility. It fractured and top housing detached from the lower housing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The technician determined through visual inspection that the lower housing had separated from the upper housing. It is possible based on the risk document that the damage was caused by excessive sideload. The housing was placed in parts retention.